Manufacturer narrative:
Investigation description: complaint was confirmed and duplicated. Alert 65 was present in notifications menu. Restarting the device did not clear the alert. No alert noise was being emitted when adjust the volume setting in the 'volume menu'. A known-good speaker was installed and device restarted; alert 65 was cleared and volume could be adjusted and noise emitted. The root cause was due to a defective speaker.

Event description:
It was reported that an ilet pump displayed persistent alert 65 (audio over/under current) and continued to present the restart alert after a guided reboot; per troubleshooting, the pump was deemed defective and replaced, and the user was advised to revert to backup therapy but chose to continue using the ilet while monitoring blood glucose, which was reported as unaffected. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem consistent with an audio circuit over/under current condition, with a mechanical problem identified and suspected manufacturing deficiency. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing-related mechanical defect. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.